Manufacturer narrative:
Citation: giannini et al. Clinical impact and evolution of mitral regurgitation after tavi using the new generation self-expandable valves. Int j cardiol. 2021 jul 15;335:85-92. Doi: 10.1016/j.ijcard.2021.03.071. Epub 2021 apr 1. Earliest date of publish used for date of event. Medtronic products referenced: corevalve, evolut r, evolut pro. Earliest approved product used for product code and PMA#. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information via literature regarding clinical impact and evolution of mitral regurgitation in patients before and after transcatheter aortic valve implantation (tavi). All data were collected from multiple centers from june 2007 to november 2017. The study population included 2964 patients (predominantly female, mean age 82 years), all of which were implanted with a medtronic corevalve (n=1947), evolut r or pro (n=1017). No unique device identifier numbers were provided. Among all patients, 33 procedural deaths and 99 in-hospital deaths occurred. No further details were provided, and no statement was made establishing a causal or contributing relationship between medtronic product and the deaths. Based on the available information medtronic product was not directly associated with the death(s). Among all patients, adverse events related to the valves included: moderate to severe paravalvular leak (pvl), life-threatening bleeding, stroke, transient ischemic attack (tia), myocardial infarction (mi), arrhythmia requiring permanent pacemaker, need for second valve deployment, and conversion to surgery. Adverse events related to the delivery catheter system (dcs) included: major vascular access site complication. Based on the available information medtronic product may have been associated with the adverse event(s). No additional adverse patient effects or product performance issues were reported.